Event description:
It was reported that during deployment of an endovascular stent graft in a pseudoaneurysm, the stent graft could only be partially deployed. Additional force was applied to the delivery system and the outer catheter broke near the deployment handle. The stent graft deployment was completed by manual retraction of the outer catheter. There was no reported patient injury.

Manufacturer narrative:
The lot number has been provided and the device history records are being reviewed. The device has been returned for evaluation. The investigation is currently underway.